Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2016, lead trend shows rv pacing impedance slowly rising to 3002 ohms and continues to rise to 3078 ohms. Rv threshold began climbing (B)(6) 2016 to greater than 2.5v and remains consistently high. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after hearing an alert. Interrogation revealed increasing and high thresholds and a gradual increase in pacing impedance to greater than >3000 ohms. The lead was reprogrammed and will be replaced at the next routine device replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.